Event description:
It was reported that the patient was not getting a stimulation coverage due to lead migration. The patient underwent a lead revision procedure wherein the leads were moved back to their original position. The patient was doing well post operatively. Nothing was added or removed during the procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a week ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).